Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose. Customer's husband reported that sensor glucose was 136mg/dl and 20min later, blood glucose was in the 30's mg/dl. Customer was eating brunch in a restaurant at the time. Restaurant staff gave a glucose drink for the low and paramedics were called. Glucagon was not given. Customer alleged over delivery and there was no alert for low blood glucose of below 50mg/dl. Troubleshooting was partially done for the sensor issue and for the low. Pump was used within 48 hours of the low. Per carelink, smartguard was used at the time of the low. The event involved product(s) unomedical, mmt-1884,mmt-332a,mmt-7040a. No further patient complications were reported. No product return is required for unomedical. Mmt-1884 was requested and customer will discontinue to use of the insulin pump. Customer response was the device was returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.